Event description:
It was reported that the atrial lead had insulation tears near the anchoring sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. In addition, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation was partially or fully covering the tip electrode and there was blood in/on the helix/lobe mechanism.